Manufacturer narrative:
The subject otv-s7pro did not return to olympus medical systems corp. (Omsc). Omsc could not evaluate the subject otv-s7pro. Omsc checked the device history record of the subject otv-s7pro, there was no irregularity found. The local service engineer checked the subject otv-s7pro and reported that the reported phenomenon was not reproduced although a fault of disturbed image was confirmed when the video connector was manipulated. In addition, the monitor cable maj-970 of the facility was satisfactory for further use. Therefore, the exact cause of the reported event could not be conclusively determined. The instruction manual of the otv-s7pro states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7pro does not return to olympus medical systems corp. (Omsc). The local field service engineer reported that the monitor cable was defective. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure in urology with the otv-s7pro, the endoscopic image displayed on an unspecified monitor suddenly disappeared. The user replaced the subject otv-s7pro with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.